Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt device for 5 of the 14 days prescribed. The patient has sensitive skin but does not have a history of reactions to medical adhesive. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting sensitivity cannot be ruled out as a contributory factor. The zio xt clinical reference manual that is distributed in the united kingdom provides a warning that states, ¿prior to monitor application, examine the skin area of the patient for certain skin conditions (such as dermatitis, eczema, rashes/hives), acute/chronic cutaneous infections or irritation. If skin irritation such as severe redness." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider (hcp) with signs of an allergic reaction allegedly caused by the zio xt. The patient reported symptoms of itching, redness, blisters and hives. The device was removed, and the hcp prescribed fexofenadine & prednisolone as treatment.